Event description:
The pt was injected with radiesse dermal filler in the nasolabial folds and cheekbone regions. The pt developed a nodule with inflammation in the right maxilla area three weeks post-injection. The inflammation produced swelling in the region extending up to the right lower eyelid. She was prescribed nsaids and antibiotics. The pt later went to the hospital.

Manufacturer narrative:
The pt was hospitalized one night for prevention and diagnosis and then released. She was treated with IV antibiotic, amoxicillin and oral corticosteroids. One month post-injection the pt developed an abscess in the maxillar area. The abscess was drained and the pt was treated with oral corticosteroids which are helping to resolve the inflammation. No further info has been received at this time.